Manufacturer narrative:
(B)(4).

Event description:
It was reported that the md was performing the procedure according to IFU; however, the intra-aortic balloon (iab) didn't swell. As a result, the md completed the procedure using a new iab. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the md was performing the procedure according to IFU; however, the intra-aortic balloon (iab) didn't swell. As a result, the md completed the procedure using a new iab. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.